Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently entered the night basal rate setting for 6u instead of 0.6u for two nights in a row. Customer experienced severe hypoglycemia (value not provided) and required assistance from their spouse. Customer did not go to the hospital. Customer's healthcare provider confirmed customer was stable and no support was required. Customer could not confirm if he saw the message regarding the 2x the highest basal rate when the basal rate was being programed. Tandem clinical diabetes specialist provided training to the customer regarding editing pump settings. Although multiple attempts were made to follow up with the customer, no reply was received.